Manufacturer narrative:
The pump was return, but has not been evaluated. Due diligence will be conducted per procedure (B)(4) and, if the subject device is returned to animas, it will be evaluated upon receipt. Complaint data is monitored and trended regularly as per procedure (B)(4).

Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.